Event description:
Customer reported being unable to test due to receiving an unspecified error message on her adc meter. Customer further reported experiencing symptoms of moodiness, shakiness, weakness, tired and blurry eyes, and not feeling well. Customer reported that "she rested and sought her physician after three days" and "her doctor told her that she will be starting to use insulin if the blood glucose levels won't be controlled". Medical survey was not completed because customer declined to continue troubleshooting. Prior to disconnecting the phone call, customer stated that she experienced an unspecified injury. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1167455) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. (B)(4)